Event description:
Ongoing issue with philips dreamstation 2 CPAP(continuous positive airway pressure) - smell of burning or machine hot when in use over the past several months. Just read the notice from FDA medwatch and connected it with an issue. Usually when the water chamber was nearly empty.